Event description:
A report was received from the cypher clinical trial indicating that approximately five months post index procedure, the patient was revascularized for restenosis of the target lesion in the proximal right coronary artery.

Manufacturer narrative:
This patient was randomized to the cypher clinical trial in 2006. During the index procedure, a moderately calcified, angulation of <45 and >90 degrees, 10-15mm in length lesion at the proximal right coronary artery (prca) was treated with a 3.5x15mm cypher select stent. Plate note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.